Event description:
Post exploratory laporotomy procedure, the surgeon felt resistance while removing the catheter. The catheter subsequently broke in the patient during removal.

Manufacturer narrative:
The device involved in this incident was not available for evaluation. Without the actual product, a complete analysis cannot be conducted. Additionally, a lot or part number was not provided by the initial reporter, therefore, I-flow is unable to conduct a historical complaint assessment for a particular lot. Further investigation was conducted on previous catheter break incidents in order to show whether there is any change in the trend or not. The catheter break failure rate was calculated since 2002 by dividing the number of total catheter breaks over the total number of catheters shipped and it was found that there has not been any change in the trend observed. The risk analysis of a catheter break also showed that the catheter breaks are occurrng within the estimated risks limits. In addition, I-flow has prepared sevearl catheter placement guides for different surgical procedures, and a technical bulletin in order to prevent and decrease catheter breaks. Please see the attached technical bulletin for preventing in-situ catheter breakage with the on-q post-op pain relief system. The product directions for use (dfu) states "after removal, check the distal end of the catheter for the black marking to ensure the entire catheter was removed." It is worth nothing that I-flow catheters are made of a non-toxic, medical grade material meets iso 10993-1 tissue compatibility guidelines for implantation of up to 30 days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time.